Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had undergone a total reverse shoulder procedure on 3/21/2018 during which the following arthrex devices were implanted: ar-9502f-36rcpc (lot 170027905); ar-9502f-36cpc (lot 170018606); ar-9501-06p (lot 170088903); ar-9503s-03 (170085610); ar-9504s-inf (lot 160071710); ar-9120-01 (lot 170115115); ar-9165-20 (lot 170056412); ar-9145-24 (lot 170101712). Patient also underwent a revision procedure on (B)(6) 2018 during which the ar-9503s-03 was explanted and an ar-9503s-06 (lot 170150113)was implanted. The revision surgery is being reported under case (B)(4). Patient has recently been admitted to the hospital due to a shoulder infection. The infection is being reported under the following: (B)(4).